Event description:
Customer reported the infusion device didn't correctly display the w8 bolus cancelled warning or the e4 occlusion error when infusion device stopped delivering a bolus. The warning/error messages were located in the history; however, the customer advised they did not appear on the display and the infusion device immediately went into the stop mode. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.